Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run functional testing) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy) and service code 203 (pulse test fault). The cause for the failure was isolated to a shorted capacitor on the computer/analog pca. The root cause for the defective component could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/28/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.